Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was confirmed during testing. The probable cause is considered the flex circuit sensor. The flex circuit sensor and downstream occlusion seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error message indicating that the cassette was partially unlatched, resulting in lost settings. The product fault occurred during testing. There was no patient involvement, and no harm/adverse event reported.